Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to fire over duct during a laparoscopic cholecystectomy, when the surgeon inserted the 5mm instrument, the seal popped off and fell into the patient's abdominal cavity and was retrieved by using a grasper. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to fire over duct during a laparoscopic cholecystectomy, when the surgeon inserted the 5mm instrument, the seal popped off and fell into the patient's abdominal cavity. Another device was used to complete the case.